Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). Device evaluation summary: upon receipt by mentor, the device received with no fluid and the device could not be weighed. Brown material was observed within the device and no foreign material was observed on the shell surface. Pe observed a crease on the posterior aspect. A rent measuring approximately 0.1 cm. Was discovered within the crease on the posterior aspect. No other anomalies were discovered. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the crease and the rent occurred sometime subsequent to the removal of the device from its protective packaging. Complaint was confirmed. A root cause of the failure could not be determined. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. According to the information received, the patient experienced a deflation in the right breast prosthesis. Pe observed a crease on the posterior aspect. A rent measuring approximately 0.1 cm. Was discovered within the crease on the posterior aspect. No other anomalies were discovered. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the crease and the rent occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile and was presented with right side deflation postoperatively. As a result, the device was explanted on (B)(6) 2017. On (B)(4) 2019, mentor became aware that asr submission reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.